Event description:
It was reported by the hosp perfusionist that during a procedure an issue occurred with the console. It was reported the case perfusionist encountered an issue arresting the pt's heart. The perfusionist stated the heart initially arrested as expected, but required an add'l dose after about 5 minutes, and the potassium levels were lower than expected. The procedure was successfully completed and there were no pt complications reported as a result of the alleged issue. The console was returned to the MFR for analysis.

Manufacturer narrative:
(B)(4). Log data review found error code 115 in the log data. This alarm indicates that there is a problem with the pressure in the arrest chamber. The mps will then set the flow of the console to "0" and cease the arrest/additive pumps. This is the most likely scenario that occurred for this console. It is unk what caused the pressure alarm, as there could be various variables. Evaluation of the console found no problems; it functioned per specification and as designed. Quest medical inc has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical inc defers to the patient's physician regarding medical history.